Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The repair report indicates: "tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Motor cable corroded - motor cable replaced. Defective o-rings replaced. Functional test completed. The corroded motor and the shorted cable are the root causes of this failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the tornado shaver handpiece needs service. The device was used during surgery and it showed no function. The procedure was finished with same-like device with no patient consequence.